Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify lost sensor alarm and low battery alert due to blank display.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose was 78 mg/dl. There was lost sensor alarm. The customer stated that batteries were not lasting very long. The troubleshooting was performed for the low battery alarm and lost sensor alarm. The customer was advised that the insulin pump will need to be replaced and refer to backup plan. The insulin pump will not be returned for analysis.